Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found, protruding out of the distal end of the recommended a 6f .056" guideliner, was 2 cm of the device containing the damaged tip, distal balloon cone and stent. The stent was damaged, bunched and stuck inside the guideliner. The device could not be withdrawn proximally from the guideliner, so it was cut in the laser-cut region 111.5 cm distal to the distal end of the strain relief and removed distally. Stent strut rows in proximal to mid-section of the stent were lifted and bunched distally. Crimp stent marks were visible on the exposed proximal balloon body, but no sign of positive pressure was noted. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent interacted with the guideliner. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent marks were visible on the exposed proximal balloon body. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. After a non-bsc guide catheter crossed the lesion, a 2.75 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, resistance of the stent was felt in the guide catheter. When the device was removed from the body, it was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. After a non-bsc guide catheter crossed the lesion, a 2.75 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, resistance of the stent was felt in the guide catheter. When the device was removed from the body, it was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient serious injury or adverse event were reported.